Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2fe3r, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Patient reported that they have had terrible results clarifying that they have had a return of symptoms. Patient stated that the therapy worked okay at first but was now flooding again and back to wearing diapers and a pad. There were no falls or trauma to implant. During call, patient was walked through on how to check therapy. Patient confirmed therapy was on and at 6.5v on program d. Therapy and stimulation overview and expectations were reviewed on the call. Patient increased stimulation to 7.3 however reported feeling stimulation in their back. Patient wanted to try a changing programs, and switched to program 7 at 1.4v but still reported stimulation being felt in their back, and not bike seat area. Patient was concerned the wire might be in the wrong place due to feeling stimulation in their back. Since issue couldn't be resolved, patient was redirected to their healthcare professional (hcp).

Event description:
Additional information was received from the patient. The patient stated that they got x-rays and it was confirmed that the wire was in the wrong place. The patient felt vibration in their back. The patient consented on having surgery to have the lead replaced. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2fe3r, implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device replacement was planned for (B)(6) 2021. They also stated that the new surgery was successful. New "wire" was placed as the old one had a kink in it. They stated that the issue was resolved and "all is well!"

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fe3r serial# implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.